Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt/check belt", "check therapy pad" messages) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the cause for the failure was isolated to an open front pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported receiving frequent "adjust belt/check belt" and "check therapy pad" messages.